Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that around one third of the lower part of the cardiac resynchronization therapy defibrillator (crt-d) was exposed from the pocket and an infection was suspected. The crt-d system was explanted. During the explant procedure the left ventricular (lv) lead had pulled out as far as the superior vena cava (svc) but then fractured, leaving a portion of the lead remaining in the vessel. Approximately five days later the remaining portion of the lv lead was attempted to be removed again using other methods however after pulling it as far as the inferior vena cava (ivc) it came off and when attempting to grasp again the one of the lv electrodes fell off and remained in the ivc. An attempt was made to collect the dislodged electrode but as a result it was separated from the ivc due to the blood flow and flowed to the left pulmonary artery peripheral. Further treatment was abandoned and the patient is being monitored. No further patient complications have been reported as a result of this event.